Event description:
The following has been reported: pump was tagged by unknown staff over the weekend, sent through decon and reported to biomed. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Large debris found on ipc valve face interrupting seal between valve face and seat. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.